Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: difficult to inflate/dislodged stent requiring medical intervention. Device issue: difficult to inflate/dislodged stent/leak. It was reported that the procedure involved pci of the right coronary artery. A guiding catheter and guide wire were inserted and pre-dilation was performed with another company's 2.5 x 12 balloon catheter at 16 atm. Then a 2.75 x 23 mm promus stent delivery system (sds) was advanced without resistance into the lesion. However, when inflating for placement, it appeared that no pressure could be built. When attempting to retrieve the whole system, it appeared that the stent remained in the proximal rca lesion; however, not expanded. Other guide wires and balloons were used to cross the stent and try to expand the stent. All of this resulted in a very long procedure, with temporary occlusion of the vessel and chest pain. At the end, the stent was expanded. Another company's 3.0 x 12 mm stent was placed proximal to the promus stent. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Promus is manufactured by abbott vascular.

Manufacturer narrative:
Results: product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen and balloon. There was contrast visible in the inflation lumen and balloon. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. The stent implant outer diameters could not be measured because the stent implant remains in the patient. A new indeflator, filled with water, was used in an attempt to pressurize the sds when fluid leaked out of a pinhole over the distal balloon marker. There were no scratches visible on the balloon. The sds was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.